Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the (B)(6) 2019. Upon insertion of the sensor, the needle broke off in the patient¿s skin. He went to the emergency room (ER) to have the broken portion removed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.